Manufacturer narrative:
(B)(4). Date of death: not reported. Date of event: between (B)(6) 2016. Implant date: not reported. Neither the device nor applicable test results or imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although the reporter stated "another cause than fascia was likely the cause of death", we are filing this MDR for notification purposes. Attempts to obtain additional event details and have the product returned have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter; the patient experienced a fascia dehiscence after application of a suture. The patient later died. According to the reporter, "another cause than fascia was likely the cause of death."

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving an unknown maxon suture that was subject to the patient event reported. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by wound dehiscence reportedly occurring 51 days post-op. It was stated by the reporter "concerning a dehiscence 51 days after the operation of which wound healing has been delayed." The "patient died from ruiterembolus (a blood clot/embolus at a bifurcation) after update for fascia dehiscence. It is likely that if the hospitalization/operation would have been performed, the patient would not have died." The reported condition was confirmed; however, the root cause for the reported condition could not be reliably determined as the device was not received for investigation. Based on the evidence currently available, a potential root cause could not be identified. No product enhancements or process improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.